Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 222mg/dl. A test bolus was delivered, while the customer was disconnected from the pump, and no additional occlusion alarms occurred. The customer declined to remove their infusion site to inspect the cannula as they believed their site was working properly as their bg levels were decreasing. Tandem technical support educated the customer in regards to occlusion alarms.